Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen display was unreadable. Reportedly, the right part of the screen was either pixelated or remained dark when the rest of the screen turned on. The customer was able to interact with the pump, but the display issue was blocking the graphics and text. The customer's blood glucose level was 150 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.